Manufacturer narrative:
Reported event of under-sensing was not confirmed. Interrogation of the device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly contributing to sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the insertable cardiac monitor (icm) exhibited an undersensing. The icm was removed and replaced. The patient was discharged with no reports of adverse consequences.